Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that there were air bubbles in the cartridge and the patient¿s blood glucose had become elevated in the range of 206mg/dl to 390 mg/dl with no reported signs or symptoms, which does not meet animas¿ criteria for an adverse event. The patient¿s fill technique was reviewed and the patient had not been cycling the cartridges. The patient indicated that they previously had not cycled cartridges and had no prior issues with air bubbles. The patient was using insulin at room temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.